Event description:
It was reported that the bed commands did not work. There was not pt involvement of adverse consequences reported.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results.